Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit can not calibrate helium regulator, was unable to vent the internal helium tank diagnostics. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue could only calibrate to 175mmhg. Also was unable to vent the internal helium tank in diagnostics. Fse replaced helium reservoir. Device passed all functional and safety tests according to factory specifications. The maquet failure analysis and testing department(fat) received a helium reservoir assembly p/n 0997-00-0565, s/n (B)(6), with a reported that the ¿¿device cannot adjust regulator to espec¿. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. The tests did trigger the reported problem that the ¿¿device cannot adjust regulator to espec¿. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the helium reservoir assembly in the failure analysis and testing department per procedure.

Event description:
N/a.